Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that there was a crack on the lid of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc). Omsc confirmed the white foreign matter adhering to the crack on the lid of the device. The analysis on the substance showed that it probably came from detergent solution used in conjunction with this product. Based on the information, the reported event was likely due to chemical stress.